Event description:
Information received from the field notes that interrogation found dashes (---), no telemetry and ventricular pacing at 56 ppm. The device was previously programmed to 70 ppm. Because the patient was completely pacemaker dependent, the physician replaced the device.